Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a bearing exchange and washout on (B)(6) 2015 due to infection. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction."